Event description:
It was reported that an m160lus lens was explanted approximately 9 months post-implant due to dislocation into the anterior chamber. The incision was enlarged to remove the lens, a vitrectomy was performed, and another model lens was implanted successfully. Additional info has been requested.

Manufacturer narrative:
The lens was returned to bausch+lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.